Manufacturer narrative:
The aquabeam console was returned for investigation. The reported e42 error could not be confirmed through functional testing, however, the aquabeam motorpack to aquabeam console connection could not be detected as the indicator on the aquabeam conformal planning unit (cpu) remained red. The aquabeam console was then deconstructed. The aquabeam console's fpga board subassembly was replaced with a known good one and re-tested. All connections were able to be detected and a complete simulated aquablation was successfully conducted. The aquabeam robotic system's treatment log files were reviewed, which confirmed the reported e42 errors. No other malfunctions were observed. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) and aquabeam console/serial number (B)(6) were conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B was reviewed. 11.2.3 non-sterile: console, motorpack, and foot pedal connection. Connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align. E42: motorpack error, release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam robotic system generated an "e42 - motorpack error." Multiple troubleshooting attempts were made, and the issue was able to be resolved. However, the treating surgeon ultimately made the decision to abort the procedure due to the uncertainty that the issue could return. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.